Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient who was receiving intrathecal baclofen via an implanted infusion pump. The pump was used to deliver baclofen (concentration not provided) 53mcg/day. The patient presented to the hospital with the pump eroding through the skin and a large pus-filled swollen area around the original incision. On (B)(6) 2015, the pump and catheter were explanted and discarded. The issue resolved and the patient status was "alive - no injury".